Manufacturer narrative:
The issue was resolved for the customer by sending replacement parts. The customer will perform their own repairs.

Event description:
It was reported that the brakes won't hold due to a damaged brake disc assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brakes won't hold due to a damaged brake disc assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.